Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the devices had air leakage and the balloon did not inflate for fixation. They had changed to a new product to resolve the case. There was no patient injury as reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the device noted the lock collar was broken. The insufflation port was broken. The obturator, trocar balloon, valve seal and doors appeared intact. The inflation syringe was received. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken lock collar and insufflation port may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information becomes available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.